Event description:
A follow up call was made and the customer reported being in the intensive care unit for three days, but had nothing to do with the insulin pump. The customer had the flu and went into diabetes ketoacidosis. The customer stated that she does not have problems inserting the sensors and has been very happy with the results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.